Event description:
Complainant alleged that when the patient was placed onto the autopulse® platform and properly positioned with the lifeband secure; the lifeband would retract to analyze the patient's size, however the autopulse would not initiate compressions. Customer indicated that the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and a user advisory (ua) 12 (lifeband® not present) message. Information regarding patient was not provided. However, no adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 03/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows no damage. A review of the archive was performed and the reported complaint of the platform displaying user advisories 7 (discrepancy between load 1 and load 2 too large) and 12 (lifeband not present) on the reported event date of (B)(6) 2014 was confirmed. The archive also exhibited a user advisory 18 (max take-up revolutions exceeded) message on the reported event date, however this is unrelated to the reported complaint. Functional testing was performed and the reported issue of ua7 and ua12 could not be reproduced, as the platform was run with a 95% patient test fixture for several hours and no faults or errors were observed. The load cell characterization test was also performed which demonstrated that both load cell modules were functioning within specification. Per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered. It was observed that the belt clip was not detected in the spool shaft and that the two screws of the lifeband clip reset switch, which hold the lever parallel to the switch case were out of specification, possibly causing the user advisory 12 to occur. Therefore, using a standard belt clip tool the two screws were torqued back within specification to ensure that the switch closes and that the platform does not fault to a user advisory 12. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a user advisory 7 (discrepancy between load 1 and load 2 too large) and user advisory 12 (lifeband not present) was confirmed based on review of the archive data. These however could not be duplicated during functional testing. Upon completion of servicing the platform, it passed all testing criteria.